Event description:
The customer stated that the insulin pump motor made a loud noise when rewinding. The insulin pump also gave a battery out limit alarm followed by a low battery alarm. The customer stated that he changed the battery, and the insulin pump did not start up. The customer has been on manual injections since the incident occured on (B)(6) 2013. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The unit had a frozen full segment display, broken case, broken end cap, damaged electronic component on the mother board, and was missing part of the motor assembly. Unable to perform functional testing due to the damaged, non functional insulin pump.